Event description:
It was reported that an asymptomatic patient presented to clinic with auto capture running at high output due to automatic mode switch and patient fusion. Auto capture was turned off, however, at a subsequent follow up the device was found with auto capture active again. A new office visit was suggested to confirm that the auto capture was programmed off.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.